Event description:
The hospital reported an issue with an intravenous administration set including the model 9526b multiport manifold. The nursing staff reported that a patient called them from his room to report some fluids were leaking from the IV pole, and the floor underneath the IV pole was wet. It was reported that a nurse noticed that one of the six ports of the manifold had no blue septum or clear cap. There were no patient complications reported as a result of the alleged event. The patient was receiving antibiotics when the alleged event occurred. The device lot number was not known and not provided. It is unknown if the device will be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient' history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.